Event description:
It was reported that during the laser photoselective vaporization of the prostate the fiber separated from the distal tip at 73259 joules and 17 minutes and 56 seconds of use. It broke in the distal tip where the power comes out during the procedure. The device had been used with the patient. They used a second fiber which has the same issue, the fiber separation from the distal tip at 58865 joules and 10 minutes and 21 seconds of use. They were able to complete the procedure with a third fiber. There was no clinical consequence to the patient.

Manufacturer narrative:
This report is for the same event as manufacturer report: (B)(4).

Event description:
It was reported that during the laser photoselective vaporization of the prostate the fiber separated from the distal tip at 73259 joules and 17 minutes and 56 seconds of use. It broke in the distal tip where the power comes out during the procedure. The device had been used with the patient. They used a second fiber which has the same issue, the fiber separation from the distal tip at 58865 joules and 10 minutes and 21 seconds of use. They were able to complete the procedure with a third fiber. There was no clinical consequence to the patient.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61622. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination. Due to the observed distal circumferential fracture, the potential for forward firing may exist. The glass cap circumferential fracture at distal side finding, is due to a design inadequate for purpose of the device. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. Analysis also revealed that the fiber tip is attached, and the fiber was cut into 2 pieces. The fiber is cut 11 inches away from control knob within the white tubing, between input connector and control knob. Half of the fiber was not returned for analysis. Based on the observed fiber broken/cut finding, an evaluation conclusion code of unintended use error cause or contributed to event.

Event description:
It was reported that during the laser photoselective vaporization of the prostate the fiber separated from the distal tip at 73259 joules and 17 minutes and 56 seconds of use. It broke in the distal tip where the power comes out during the procedure. The device had been used with the patient. They used a second fiber which has the same issue, the fiber separation from the distal tip at 58865 joules and 10 minutes and 21 seconds of use. They were able to complete the procedure with a third fiber. There was no clinical consequence to the patient.